Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen had pink stripes on some parts of the screen. Reportedly, the display issue did not block any graphics or text. There was no reported impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.